Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh was implanted. She underwent another procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems. It was reported that the patient had a non johnson & johnson implant on the left lateral thigh (esu pad placement). No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent sling removal and cystoscopy.